Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. 10 production lot in-house retention samples were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the retention samples. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on photos only. Bd was not able to identify a root cause for the indicated failure mode."

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tube it was underfilling. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "customer reports that tubes are not filling all the way to the line."